Event description:
A customer reported an abo discrepancy when testing a sample with anti-a (murine monoclonal) series 1 on the galileo. The sample was a neonate sample that tested as o positive on fwd_abo assay and tested manually as a positive by tube method with a 1+ anti-a reaction. The manual testing was repeated on a new sample from the same patient and resulted 2+ for anti-a. Customer did not repeat testing on the galileo for either sample.

Manufacturer narrative:
Review of instrument results: well a06 (anti-a well) had a reaction strength of 16 and looked negative. No signs of agglutination. Well b06 (anti-b well ) had a reaction strength of 8 and looked negative also. Well c06 (anti-d series 4) had a reaction strength of 97 and was positive. Reviewed the following limitations listed in the galileo operator manual: -forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. -the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology cannot rule out the nature of the sample as the cause of the unexpected reaction.